Event description:
Customer reports that her device read 177mg/dl while the doctor's device read 95 mg/dl. Customer reports a different comparison where her device read 308mg/dl and the doctor's device read 95mg/dl. No treatment received, customer was instructed by the doctor to stop taking her diabetic medications for a few days to determine if her blood glucose changed. No adverse event reported and no medication treatment required. No strips information was provided. No quality controls were used. Requested return of suspect device and replacement was sent.